Event description:
It was reported that during a watchman flx procedure for stroke risk reduction, a versacross connect kit was selected for use. When the radio frequency wire was inserted into the dilator, the wire coating separated. It was noted that the physician had difficulty advancing the wire into the dilator and hence removed the wire. To resolve the issue, a new kit was opened and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.